Manufacturer narrative:
Reported event: an event regarding infection involving an unknown knee implant was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the first stage revision. While reporting an intra-op event for the patient's left knee on (B)(6) 2023 (procedure was a second stage revision for infection), rep reported that the first stage revision of a scorpio knee was performed on (B)(6) 2023. It is not known if a stryker rep was present as competitor implants were used as part of the spacer construct. Rep confirmed that no further information will be released by the hospital or surgeon.